Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patent felt their implantable pulse generator (ipg) and thinks its "dysfunctional ". It was also noted that their heart went higher than the set parameters on the ipg. The ipg remains in use. No further patient complications have been reported as a result of this event.